Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: as returned, the tines of the coonrad/morrey inner pin have fractured approximately one yr post-operatively. Mfg documentation for this lot has been reviewed and indicates that the device was mfg, inspected and packaged to specification. The product experience report indicates the pt has a high activity level. The zimmer "coonrad/morrey total elbow" booklet included with the implant states that the pt must not lift more than five pounds with the operated arm. The pt's high activity level may have led to increased wear and over loading of components. Surgical notes and x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. With the info provided a definitive root cause cannot be determined. Eval: device history records indicate all components were mfg and inspected to specification. No mfg abnormalities could be detected.

Event description:
It was reported that the pt's elbow bushing had failed and revision was performed.